Event description:
It was reported that during a da vinci s prostatectomy procedure, the two sides of the prograsp forceps instrument are not even, which made it nearly impossible to hold onto anything during the case. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .054 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. The instrument has 6 uses left. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.